Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 451 mg/dl at the time of the incident. The customer kept getting a no delivery on the insulin pump. The customer stated that the no deliveries after they changed the infusion set. The customer changed the site and the set and it worked until they tried to bolus a second time later that day. The customer stated that the cannula was not bent. The customer stated that the insulin did not exit and the insulin pump alarmed no delivery. The customer reported that the insulin exits the tubing. The customer reported that the insulin exited with the manual prime. The insulin pump will not be returned for analysis.